Event description:
Boston scientific received information that this left ventricular (lv) lead was recently implanted. During the implant procedure, the boston scientific field representative consulted with technical services (ts) regarding lv pacing markers differed with atrial pacing and atrial sensing; av delay timing was discussed. Additional information was received that the day after implant, the device system was evaluated and revealed lv capture with diaphragm simulation. A chest x-ray was performed it was noted the lv lead had dislodged from its original implant position. The patient's physician reprogrammed the device to right ventricular (rv) lead only pacing and discussed possible epicardial lead placement in the future. No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.